Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, the thermogard ivtm system (sn (B)(4)) generated an alarm and it displayed mid:01 (post watchdog) error message. The customer noted a nearly empty 1000 ml saline bag, blood-tinged in start-up kit (suk) tubing, and no leaked saline noted around the patient or on the floor around the thermogard system. An icy catheter (lot #unknown) balloon leak was suspected. It is unknown how much saline infused into the patient's body. Per the reporter, ivtm therapy continued without replacing the saline bag and catheter because the patient has completed the cooling phase and is now in the maintenance phase. Also, the intensivist did not want to remove the catheter due to the patient is fully anticoagulated and maybe at risk of bleeding. No other lines present at the insertion site. No further information was provided by the customer. Patient's status information was requested but the customer did not provide a response. Please see the following related MFR report: MFR 3010617000-2022-00497 for the icy catheter (lot #unknown).